Event description:
Customer reported an under infusion of levophed. Patient's blood pressure began dropping and nurse began titrating levophed up with no increase in blood pressure. The medication concentration of levophed is 16mg in 250ml. Intended programming was started at 0.01 mcgs/kg/minute then titrated up to 1.5mcgs/kg/minute (maximum dose), which would be infusing at a rate of 204ml/hour. The pump did alarm infusion complete and that is when nurse noticed the bag was still full. When the door to the pump was opened to investigate the nurse found the flexible portion of the tubing was collapsed. The patient received a cc fluid bolus of 0.9% normal saline and 250ml 5% albumin. The customer stated that no further patient or event details are available.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the set be received for evaluation.